Event description:
The customer reported this patient had no magnet response on a transtelephonic monitoring report (ttm), and intermittent magnet response in the hospital. Threshold testing was performed and intermittent loss of capture was observed at maximum outputs. The health care professional called technical services, thresholds testing was performed again. Good capture was observed above 2.6v; to date, no adverse patient effects were reported. The lead remains actively implanted for approximately 6 years, 8 months.

Manufacturer narrative:
The lead remains actively implanted; as a result, the clinical observation cannot be confirmed. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. To date, no adverse patient effects have been reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.